Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Tandem technical support provided the customer with instructions to troubleshoot the issue, making several bolus attempts, which were unsuccessful. The customer reverted to an alternate method of insulin therapy.